Event description:
Procedure type: cholecystectomy. According to the reporter: the clips were not formed properly. They were not pressed together and remained open at the proximal end. The patient had to be converted to open surgery and blood loss from the arteria zystica was less than 100ml, patient's status is ok, and or time extended about 45 minutes. Clips did not hold either at ductus cysticus nor at the arteria cystica. Because clips could not be applied safely and were loose on the arteria cystica, which was clipped before, it was converted to open surgery. The arteria and ductus were sutured manually.